Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed to remove and replace all the components. There were no patient complications.